Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device serial number ac4255659, and no internal actions related to the reported complaint condition were identified. It was reported that a patient underwent an unknown procedure with a smartablate¿ irrigation tubing set and it was reported that there was dirt inside the tube. The smartablate¿ irrigation tubing set was not used on the patient. The procedure was continued by changing the tubing set. The procedure was completed without patient's consequence. The foreign material described as ¿dirt¿ inside the smartablate¿ irrigation tubing set was assessed as a reportable issue. Investigation summary ==> upon receipt, the product was visually inspected and it was found in normal conditions. Flow test performed and product passed all specification. No error or bubble found in tubing. Complaint lab was unable to duplicate failure. Manufacturer's reference # ==> (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the product on (B)(6) 2019 for evaluation. The initial visual inspection revealed there was no physical damage and the tube looks clean in the lumen. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a smartablate irrigation tubing set and it was reported that there was dirt inside the tube. The smartablate irrigation tubing set was not used on the patient. The procedure was continued by changing the tubing set. The procedure was completed without patient's consequence. The foreign material described as ¿dirt¿ inside the smartablate irrigation tubing set was assessed as a reportable issue.